Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug eluting stent was implanted in the lad / 1st diagonal. Approximately 180 days post index procedure patient presented with a haemorrhagic complication. Two months later, the patient was treated with colectomy and blood transfusion. Cec adjudicated the event a mild bleeding.

Manufacturer narrative:
Cec adjudicated bleed event as having no relationship to study device.

Manufacturer narrative:
The patient is an ex-smoker with a history of hypertension, hyperlipidemia, previous chronic heart failure and previous pci. Index procedure was prompted by silent ischemia. Following the previously reported haemorrhagic complication transverse colon cancer was confirmed. The previously reported colectomy was carried out approximately 10 days later than previously reported. The investigator indicated the event was not related to the study device. Patient was on dapt at the time of the event.